Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1610001; medical device expiration date: 2019-03-31; device manufacture date: 2016-10-17; medical device lot #: 1607005 ; medical device expiration date: 2018-12-31; device manufacture date: 2016-07-27; medical device lot #: 1705110; medical device expiration date: 2019-10-31; device manufacture date: 2017-06-02; medical device lot #: 1711001; medical device expiration date: 2020-04-30; device manufacture date: 2017-11-27. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that multiple defects have been identified in some bd phaseal¿ injector(s) with luer lock n35. These defects include: leakage from the device. Cannot be connected to the protector. The needle remains ejected after disconnecting the device from the adapter c100 there was no report of injury or medical interventions.

Manufacturer narrative:
The initial MDR reported did not report a lot number that was sent by the customer. Lot number #1712002 has been added. Medical device brand name: bd phaseal¿ injector luer lock n35 medical device catalog #: 515310. Medical device lot #: 1712002. Medical device expiration date: 2020-04-30. Device manufacture date: 2017-11-27. Investigation results: five used and decontaminated samples were received by our quality team for investigation. The samples received reflect two samples with lot number 1610001, one sample with lot number 1705110, one sample with an unknown lot number, and one sample with lot number 1712002. A sample was not received for lot numbers 1607005 and 1711001. Upon visual inspection of sample one with lot number 1610001, it was verified that the cannula was incorrectly assembled and that is why the injector cannot be connected to the protector. A device history record review found no non-conformances associated with this issue during production of this batch. However, it is known that during assembly process, the needle housing is assembled to the piston in a station of the assembly machine. If there is a bad alignment of the stations, the cannula can be introduced bent. The consequence is that the injector is not functional. A project had been opened related to this issue which includes the stations to be centered and adjusted and some new tools were manufactured to better adjust the stations. This lot was manufactured prior to the implementation of this project. Upon visual inspection of sample two with lot number 1610001, it was verified that the safety sleeve is broken as well as the grips of the safety sleeve and that was why the cannula was exposed. A device history record review found no non-conformances associated with this issue during production of this batch. The breakage of the safety sleeve is due to incorrect use of the injector. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Upon visual inspection of sample three with lot number 1705110, red stains are verified, therefore indicating a leak occurred. However, when functional testing was performed, no leak was confirmed. The injector was disassembled and it was confirmed that there is no defects in the sealing of the piston. No non-conformances or other issues related to the claimed defect were found during device history record review. Positive pressure test results were also acceptable. The root cause of this incident cannot be determined. Sample four did not have a lot number included, therefore a device history record review cannot be performed. Upon visual inspection of sample four, red stains are verified, therefore indicating a leak occurred. However, when functional testing was performed, no leak was confirmed. The injector was disassembled and it was confirmed that there is no defects in the sealing of the piston. The root cause of this incident cannot be determined. Upon visual inspection of sample five, lot number 1702002, red stains are located on the injector verifying a leak occurred. However, when the functional testing was performed, no leak was confirmed. The injector was disassembled and it was confirm that there is no defects in the sealing of the piston. No non-conformances or other issues related to the claimed defect were found during the device history record review. Positive pressure test results are acceptable. The root cause of this incident cannot be determined.